Manufacturer narrative:
Although a definitive cause for the issue was not identified, the alinity I processing module, serial number: (B)(6) was considered the likely cause for the issue. A review of the alinity I processing module serial number: (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformance's. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the alinity I processing module, serial number: (B)(6).

Event description:
The customer reported a false repeat reactive alinity I hiv ag/ab combo result on a patient. The following results were provided: on (B)(6) 2025 = 11.41 / 1.51 / 1.17 / 0.58 s/co. Upon further repeat, patient tested negative. No impact to patient management was reported.

Event description:
The customer reported a false repeat reactive alinity I hiv ag/ab combo result on a patient. The following results were provided: 0(B)(6) 2025 = 11.41 / 1.51 / 1.17 / 0.58 s/co upon further repeat, patient tested negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.